Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they needed their ins replaced because it wasn't working, and the ins battery died. They said that the device was working after the implant and then just stopped, so they got it replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The caller reported that the previous ins went dead and they were told it would last 4-5 years. The patient had a new ins put in (B)(6) 2019. No further complications were anticipated/reported.

Event description:
Follow up information received from the patient reported that the issue was first noticed on (B)(6) 2019 at which time they met with the manufacturer¿s representative to discuss issues with the ins. They told the patient there was only 1-2 years of battery life left. The patient indicated that the ins battery ¿did not go dead¿. A new battery was inserted on (B)(6) 2018 and was were told the battery would last 4-5 years. They also stated that the ins was still working and was not to be removed. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date unknown. It should be noted that the patient stated that their "previous" device went dead prematurely, which suggests the patient is referring to the ins with a s/n of: (B)(4). However, the patient also states that the device was replaced in (B)(6) 2019 and that does not match when the records of when this device was explanted (B)(6) 2018). The explant date of (B)(6) 2018 was chosen in the regulatory report because it is more likely to be correct than an explant done in (B)(6) 2019 given that the patient's current device was implanted on (B)(6) 2018 and has not yet been explanted. If information is provided in the future, a supplemental report will be issued.